Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2019 with the following findings: on investigation, the keypad cover was noted to be missing from the pump and the keypad flex (wiring) was torn. The keypad button contacts and the keypad board was also missing from the pump. Investigation of the keypad issue was not possible due to all components of the keypad being missing from the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also, unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, and the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.